Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a bad cassette sensor. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the smiths tampered seal label missing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event history log, ehl. A functional test was performed to investigate the reported issue and it was confirmed. The device was inoperable with multiple components defective. It's recommended that the downstream occlusion sensor, dso, and latch/lock optic flex sensor be replaced.

Manufacturer narrative:
Information was received indicating that the event occurred during testing. No patient was involved.